Event description:
Bilateral breast reduction done on 4/28/97. Pt. At home on 5/1/97 and called md and stated drain not working. To md's office and silicone drain disconnected and almost lost in breast. Inside drain retrieved by md.